Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue.the occlusion issue resulted in the customer's blood glucose level exceeding 500 mg/dl, as indicated by a "high" reading on their cgm. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party.